Event description:
Rptr indicated that the magnet has not seemed to work for the past few weeks. Whenever they swipe it, the pt does not cough like before. The doctor increased magnet output settings to 1.75 ma and still does not make the pt cough even though the pt coughs with the 1.0 ma normal output. It was also noted that the magnet does not have as strong of an attraction to metals as before. Troubleshooting was performed by a manufacturer representative, but was unsuccessful in resolving the issue. None of the magnet swipes that were performed at the doctor's office show up on the stored magnet history. It was also noted that the magnet is not broken. All attempts for further information have been unsuccessful to date. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.